Event description:
During the implantation procedure, it was reported that the helix on this lead would not retract. A new isoline was implanted.

Event description:
During the implantation procedure, it was reported that the helix on this lead would not retract. A new isoline was implanted.

Manufacturer narrative:
(B)(4) 2012: a response from the manufacturer is pending. (B)(4) 2012: since the lead was not returned, the history records were reviewed. Review of the device history records did not reveal any abnormalities relative to this lead. Since the lead was not returned and no other information was available, no conclusion can be drawn.

Manufacturer narrative:
(B)(4), 2012,a response from the manfacturer is pending. (B)(4): device was not returned.